Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation and product evaluation, the reportable malfunction is the cut on the bending section cover (a-rubber) and light guide tube, caused by lens glue peeling off. The glue was likely deteriorated by the following factors: physical stress from the outside of the endoscope, chemical attack by chemical solutions, and / or stress by sterilization. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In order to prevent the suggested event, the following descriptions is included in the operation manual: - do not strike, hit, or drop the endoscope's distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend or twist the endoscope's distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Per the legal manufacturer, the other issues identified in the initial report (frayed wires on the bending section cover, a chipped light guide lens, and scratches / cuts on the insertion tube) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation did not confirm the user¿s report of image problem, as the device image was found to be within standard. The evaluation found that the device failed the leak test due to a cut on the bending section cover (a-rubber) and light guide tube. Frayed wires were observed on the bending section cover. In addition, the light guide lens was chipped, and there were scratches and cuts on the insertion tube. The device was serviced and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility returned the device due to an image problem. No patient injury reported. During the evaluation of the returned device, it was found that the adhesive on the distal end of the lens to be peeling off.